Manufacturer narrative:
Visual inspection revealed contamination within the pneumatic block. The pneumatic block requires replacement to address the issues. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not deliver the prescribed pressures. During resmed evaluation, the device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.